Event description:
Customer reported that she received a motor error alarm on the insulin pump. Customer also complained about the battery life being shortened. Motor error alarm occurred during bolus delivery. Customer stated the device might have been exposed to x-rays. Customer stated she does not use the sensor feature and is unable to rewind the insulin pump. Current blood glucose level 238 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error during rewind due to motor encoder signal being out of phase. Unable to perform the displacement test due to the motor error alarm. No unexpected failed battery test alarm noted after battery change. The unit had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.